Event description:
Surgical hysterectomy for patient with early stage endometrial cancer using alexis contained extraction system for removal of uterus. The bag apparently broke with morcellated pieces of uterus spilling. Though risk deemed low for intra-peritoneal spread, there is no way to be sure. In light of that, decision made to add vaginal brachytherapy to treatment plan, which was not part of the initial treatment plan for this patient. Examination of the bag reveals stretching at the seam.